Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse drug reaction ("side effect nos/complications") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal/hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, adverse drug reaction and abdominal pain outcome was unknown. The reporter considered abdominal pain, adverse drug reaction and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was received via social media : medical device removal, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter's information added. Event: abdominal pain added. Event pt pain updated to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adverse drug reaction ("side effect nos"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was received via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events 'pelvic pain and side effect nos were added. New reporter added. Date of implanted and date of explanted were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal, essure device') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was received via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.